Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the cable of the radiofrequency (rf) head was heavily damaged but the bad contact was not confirmed. The rf head was exchanged for a new rf head. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head cable was damaged and was making bad contact with implanted devices. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.